Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca and one resolute onyx des was implanted in the r-pda. Approximately 1 day post index procedure, patient suffered from malaena (tarry stools). It was reported that the bleeding was possibly from mid-distal small bowel (gi bleed). Event was treated with blood transfusion and upper and lower scopes pill cam . Investigator and sponsors assessed that the event was not related to index device, but possibly related to antiplatelets medication. Patient is recovered. Patient was on dapt 24 hours prior to event.

Manufacturer narrative:
Event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated gi bleed as barc type 3a. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that three resolute onyx stents were implanted during the index procedure - one into the r-pda and two into the rca. The event date has also been updated. If information is provided in the future, a supplemental report will be issued.